Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17432786.

Event description:
It was reported that the patient's spinal cord system (scs) was explanted because it did not help with her pain. The explanted lead was not returned by the facility.

Event description:
It was reported that the patient's spinal cord system (scs) was explanted because it did not help with her pain. The explanted lead was not returned by the facility.

Manufacturer narrative:
With all the available information, boston scientific concludes that there is no problem detected. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Based on the available information, engineers concluded that the lead manufacturing documentation confirmed that the lead passed all required specifications and testing prior to being released for distribution/sale. The device technical analysis revealed no problem was detected with the returned ipg.